Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident and other were 330 mg/dl, 165 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was use. Based on customer¿s report customer did not allege over delivery. Customer was treated with food. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.